Manufacturer narrative:
Concomitant products: 10ml bd syringe ref 306547, lot 6222984, exp 6019-07-31, 0.9% sodium chloride injection; therapy date unknown. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that the trifuse extension set was cracked and leaking at the junction. Although requested no other patient event details were provided.

Manufacturer narrative:
The customer¿s report of cracked tubing was not confirmed however the report of a leak was confirmed. Visual inspection showed no cracks. The tubing at the junction with the 4-way parallel connector was marked with black ink. The connector was stained red/brown. Functional testing resulted in a leak at the junction of the tubing to the 4-way parallel connector. The root cause for the reported crack was not identified. The root cause of the leak was identified as a solvent channel created by operator error during manufacturing.

Manufacturer narrative:
Additional information received from mw (B)(4).

Event description:
Received a copy of the customer's medwatch report from the FDA which states, "cracked extension set was leaking ivf. Rn marked the crack with black sharpie. This is the second report of this product cracking at junction of three lumens."